Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the touchscreen was intermittently going out. They unplugged and re-plugged cable which resolved it briefly but then the monitor would turn off again. No delay or impact, they were able to use other monitors during the case. The representative mentioned they were going to have to just watch that system. They "left it up all day and it didn¿t do it again."